Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the citrate tubes from lot 1288646 have lost their negative pressure 1 month prior to expiration and do not properly fill."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: returned to manufacturer on: 2022-07-22 d9: device available for evalution?: yes. H.6. Investigation summary: bd received 100 samples from the customer in support of this complaint. 10 sample tubes were functionally tested and no issued relating to underfill were observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples from the bd inventory were functionally tested as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the citrate tubes from lot 1288646 have lost their negative pressure 1 month prior to expiration and do not properly fill."